Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a gundry silicone rcsp cannula with manual-inflate cuff, it was reported that the balloon did not inflate properly. When the device was taken out and checked, the customer observed a pinhole in the balloon. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/tear in the cannula next to the clamp. A syringe filled wit di water was connected to the device and when it was engaged there was a leak observed from the damaged area. Reason for return was confirmed. Additional information b5. Medtronic received information that prior to use of a gundry silicone rcsp cannula with manual-inflate cuff, it was reported that the balloon did not inflate properly. When the device was taken out and checked, the customer observed a pinhole in the balloon. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that upon checking it again, it seems that it was discovered during the examination during the preparation work and not during use. Furthermore, the pinhole position was also generated in the tube near the clamp, not the balloon. Saline was used to inflate the balloon. Medtronic received additional information that when saline was added, a leak was observed from near the clamp. D1 (brand name), d4 (model) and d4.1 (catalog): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.